Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed. Patient extension lines were in use, and had been properly connected prior to prime. The patient had not disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on the unused lines. There was nothing unusual noted about the supplies and they were not damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the home patient (hp) close the clamps, disconnect, and cycle the power. Hc alarmed system error 2367. Tsr had hp cycle power again. Hc went to "press go to start", and tsr assisted to get set out. Proper procedures were reviewed. Patient would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at time of initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the report of a system error 2240 could not be confirmed and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional relevant information becomes available, a follow-up report will be submitted.